Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Three good faith efforts were made to obtain additional information regarding the event from the customer; however, no response received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that during preparation for use for an unknown procedure, the camera image was dark. There were no reports of patient harm.

Event description:
It was reported that during preparation for use for an unknown procedure, the camera image was dark. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new information: d9, h3, h4, h6. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Device evaluation found no image due to a faulty cable. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if an image is too dark and cannot be improved by adjusting the brightness, debris may be adhering to the cover glass and the endoscope¿s distal end. Wipe off the debris with a lint-free cloth moistened with 70% ethyl or isopropyl alcohol". The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.